Event description:
Pt had multiple episodes of ventricular fibrillation/multiple shocks from implanted defibrillator. Pt experienced cardiac arrest resulting in death. Device interrogated at time of event to confirm episodes of ventricular tachycardia.

Event description:
The patient was admitted with heart failure, with episodes of ventricular tachycardia (vt). The patient received multiple therapies through the device, which were at first successful. Attending physicians optimized anti-arrhythmic medications, though the patient continued to have episodes regardless of internal and external defibrillation and pharmacological treatment. The patient's cardiac status deteriorated beyond recovery. The guidant field representative and the original MDR reporter confirmed the device functioned normally. The guidant field representative and the original MDR reporter confirm the device was discarded. Guidant has confirmed that no autopsy was performed.